Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. Small amounts of tissue and charred blood were observed on both the jaws. A visual inspection determined that the heater wire was flexed away from the center of the hot jaw and remained in place at the base and tip of the jaws. Based on the returned condition of the device the reported failure "bent-wire" was confirmed. Specific action for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery portion broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.